Event description:
The customer reported that she was hospitalized due to a diabetic coma with a blood glucose reading of 42 mg/dl. The customer's blood glucose was 40 mg/dl when the paramedics arrived at her home. Prior to the event, the customer was asleep, and when she didn't wake up between 7 and 8am, her mother called the paramedics. The customer needed assistance in changing the basal rate settings per her doctor's orders. The customer was not feeling well enough to troubleshoot at the time of the call. Advised her to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.